Manufacturer narrative:
The aquabeam handpiece was returned for an investigation into the reported event. Visual inspection of the returned device revealed that the z driveshaft was observed to be protruding outward and damage to the handpiece shell around the z driveshaft was seen. Additionally, the handpiece z-position was observed to be at 70mm. The handpiece was deconstructed and viewed under magnification. Egregious signs of fluid ingress were seen as salt deposits were abundantly evident on both the encoder wheel and sensor board. The root cause source is undeterminable as the reported events of e22 and others could not be confirmed during functional testing, but could be confirmed from the log file review. It is likely that fluid ingress was the cause of the reported e22 error. It is also probable that due to fluid ingress during the z-position homing sequence (docking the handpiece to the motorpack), the z-position continued to advance past 70mm which caused the protrusion and handpiece shell damage. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c05214 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The current user manual sj-um0101-00 rev. B, aquabeam robotic system user manual, us, baytech, english was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E31 - motorpack error release foot pedal and click x. If error persists, replace handpiece. E50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during jet alignment, the aquabeam robotic system generated an "e22 - motorpack error". Multiple troubleshooting steps were performed; however, when attempting to reconnect the aquabeam handpiece to the aquabeam motorpack, the aquabeam robotic system generated "e22 - motorpack error", "e31 - error", and "e50-console error" messages. Further troubleshooting steps were performed and a second aquabeam handpiece was used which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.